Manufacturer narrative:
The catheter was returned to the manufacturer and analysis revealed damage occurred to the catheter body and/or guide wire during the implant procedure. Analysis noted that the guide wire was poking out of one of the dispensing holes of the catheter as received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-dec-12 regarding a patient receiving morphine at a concentration of 2.5 and a dose of 0.5 (units unspecified) via an implanted infusion pump. The indication for use was spinal pain. It was reported that during the initial implant procedure, the hcp noticed a tear in the catheter tip. The catheter was discarded and replaced with another catheter. It was noted that there were no environmental factors that played a role and no troubleshooting was performed because the issue was apparent. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.